Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen on the customer's pump would intermittently be delayed when touched. Tandem technical support had the customer perform a system test and the touchscreen was responsive. The customer was satisfied. The customer's blood glucose was not impacted.